Event description:
User alleges that he used two infusion warmers at the same time. He needed two infusion warmers at the same time. The pt was also connected onto a "cell saver" and the blood of the cell saver went directly back to the pt. The pt rec'd extra blood via the two infusion warmers via normal blood bags. User did not know which lot of di60 was used. It was not clear when the hosp noticed the contaminated, with blood, water tanks of the h1025.